Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented in clinic with x-rays showing fracture of the exeter hip stem (patients right hip). The patient's stem fractured mid stem within the cement mantle. The patient required a revision surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was carried out as part of the material analysis report (mar), it noted the following; the device was examined with the aid of a stereo microscope at magnifications up to 50x. It was observed along the stem evidence consistent with cement mantle breakdown and explantation damage. A fracture was observed. The approximate direction of the fracture is from the lateral side towards the medial side of the stem and final fracture. The proximal side of the device was further analyzed using the scanning electron microscope (sem). Sem analysis fatigue striations were observed on the fracture surface consistent with fatigue fracture. The fatigue striations indicate that the device fractured in fatigue. Ductile fracture morphologies were observed, indicating the final fracture occurred in overload. Energy dispersive spectroscopy (eds) analysis was performed on the stem. Elemental constituents included fe, cr, mn, ni and mo; which are consistent with an astm f1586 alloy. The mar concluded: the exeter stem fractured in fatigue with the final fracture occurring in overload. Eds was performed on the proximal stem and found to be consistent with an astm f1586 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient presented in clinic with x-rays showing fracture of the exeter hip stem (patients right hip). The patient's stem fractured mid stem within the cement mantle. The patient required a revision surgery.